Event description:
When the rcp went to do routine check noted that the screen was malfunctioning. When adjusting setting number of the screen, it kept jerking back and forth and would not stay on setting. Pt was placed on a different machine. No adverse event occurred. (B)(6).